Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The operating currents test, low battery, battery indicator and off no power tests could not be performed due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. She stated that she did not receive a low battery alert prior to the off no power. Blood glucose value was 103 mg/dl. She could not clear the alarm due to the device not powering back up. The customer was advised to remove the battery for 2 hours and call back. She called back and stated that the display remained blank after the two hour reset and changing the battery. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and the customer agreed to return the product for analysis.